Event description:
Rec'd copy of medwatch from hosp: approx 1 mo after fenestration of arachnoid cyst and cranial bone fixation with device, pt developed a csf leak and displacement of bone graft on CT. Upon exam in or after old incision was opened, it was noted that 1 of the cranial fixation devices had broken.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.